Event description:
Pt states that the pump alarmed low battery and the display screen went blank then the pump stopped functioning. This required no physician intervention. Insulin injections were administered at home.